Manufacturer narrative:
The malfunctioning samples were returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be sent to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Cracked and leaking extension set where the 3 lumens go into the hub.

Manufacturer narrative:
The complaint for the five samples of product, ams-944, lot # 1507004d, that was returned with the complaint of cracked and leaking filters is confirmed for 3 of the samples and unconfirmed for the other 2 samples. A 60 ml syringe filled with water was attached to the line with the one way filter and used to prime the tubing lines, then the white and green slide clamps were used to block fluid flow on two of the lines. A red non-vented cap was used on the distal end of the set. The filter was observed for cracks and leaks while constant exertion of pressure was applied to the plunger of the syringe. Three of the filters tested had confirmed leaking issues at the filter. Testing was performed on the two other samples. They were unconfirmed for the leaking issue. Visual inspection of the exterior of those two filters revealed no damages that would cause fluid to leak out. All production and qc personnel are up to date with their training. Personnel responsible for the leak and occlusion testing of the product are trained to (B)(4), leak and occlusion testing. Personnel responsible for the bond pull testing of the product are trained to (B)(4), destruction pull testing. The qc testing is performed per (B)(4), leak and occlusion testing and (B)(4), destruction pull testing. The inspection/testing process is applicable for the testing needed to verify an acceptable product build. There are no documented issues known at the vygon facility that would have contributed to this type of complaint. Vygon has produced (B)(4) pieces of this product since october of 2013. This is the fourth customer complaint for the leaking filter issue for this extension set (ams-944). The failure rate for this is calculated to be (B)(4). The root cause for three of the filters with leaking issues resulted from cracks in the filter. The root cause for the other two filters with leaking issues could not be confirmed. In reviewing this issue, it was noted that this is the fourth complaint for leaking at filter issue for this product (ams-944). Corrective action: a supplier corrective action request has already been issued to the supplier for this issue. The supplier has provided a response letter with their findings. Preventive action: the parameter settings for the welder and heat sealer were updated to address the filter leaking issues. This fix was implemented in october 2016. The lot referenced in this complaint was built in july 2016 and the filter that went into this lot was received in march 2015.

Event description:
Cracked and leaking extension set where the 3 lumens go into the hub.